Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician placed one ruby coil lp in the target vessel using the microcatheter. Then, the physician had difficulty advancing the next ruby coil lp out of its introducer sheath, and into the microcatheter. However, the ruby coil lp was placed successfully, and the procedure was completed at this point. There was no report of an adverse effect to the patient.